Event description:
It was reported to bsc/target that the pt presented an extensive subarachnoid and intraventricular hemorrhage due to a large ruptured left posterior communicating aneurysm. While undergoing coil packing, the gdc 18-2d diameter synerg detection circuit stretched and resulted in a prolapsed loop in the parent vessel. Attempts to snare it were unsuccessful. Pt later expired. Through a follow up conversation with the hosp staff, co was informed that the pt's condition was poor prior to the procedure.